Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: "introduction syringe has air during reverse suction, and the body of syringe has crack".

Event description:
The customer reports: "introduction syringe has air during reverse suction, and the body of syringe has crack".

Manufacturer narrative:
(B)(4). The customer returned one ars/introducer needle for evaluation. Visual examination of the syringe and introducer did not reveal any defects or anomalies. After the sample failed functional testing, the introducer needle was microscopically examined and compared to a lab inventory introducer needle. The junction of the needle cannula and hub was observed to have no adhesive. The cannula was gently tugged on and easily came out of the hub. The proximal end of the needle cannula nor the hub channel contained any adhesive residue. The syringe and introducer needle were used to aspirate and purge water. A significant amount of air entered the syringe barrel when aspirating, and water was observed leaking from the hub/cannula junction when purging. The ars was then functionally tested without the introducer needle and no leaks were observed. The needle cannula was able to be easily removed and re-inserted to the needle hub. A device history record review was performed with no relevant findings. The customer report of a syringe/needle leak was confirmed by complaint investigation of the returned sample. The introducer needle cannula was not fully secured or adhered within the needle hub. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.